Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that a lead impedance warning was observed on the right atrial (ra) lead. Intermittent undersensing on the right ventricular (rv) lead was also reported. Both leads are still in use. No further patient complications have been reported as a result of this event.